Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported a patient with an arcuate incision that would not close or heal post laser assisted cataract surgery. This resulted in a fungal infection of the eye. Additional information received stated the doctor and the company representative were having a conversation and the doctor was asked if he had any issues with the device. This incident was the only thing he could think of and the doctor doesn't really feel it was related to the device at all.